Manufacturer narrative:
A medwatch report for this event was initially filed with manufacturer's report #6000026200500001. This facility number is no longer applicable and has been updated; it was chosen in error. This report has the correct facility registration number of 2127690. This report content is the same as previously submitted with the exception of the corrected manufacturer report number. Analysis: the product has not been received for evaluation. Without device return, analysis is limited and no results can be provided. Valve return is anticipated . The product device history record was reviewed and found to be complete and correct, indicating that the valve met manufacturer's specifications when released for distribution. No subsequent patient complication has been reported. Conclusion: no patient event. The valve was abandoned at implant. No device return. No conclusion can be drawn for the reported product problem.

Event description:
After the valve was implanted and the left atrium was closed, there was no lv ejection and pulmonary artery and left atrium were tense. It was found that the disc of the valve was stuck closed and was only released with force. According to the surgeon, there was no issue with sutures or debris that would cause the disc to stick closed. The posterior valve leaflet was preserved and the orientation of the valve was with the largest orifice to the anterior of the valve. Suture technique was interrupted, pledgeted. The valve was explanted and replaced with another valve.